Event description:
It was reported that the device could not be interrogated. The last check was in 2008. The patient did not report hv therapy and did not recall being exposed to radiation therapy or MRI. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.